Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. No devices were returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that about 60 (exact number unknown) reciproc blue file breakages occurred during use. The outcome of the events are unknown and no further details are available.